Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges, causing the customer to experience an elevated blood glucose (bg) level (510 mg/dl). The customer delivered a correction bolus to address the bg. Reportedly, the customer cleared the alarm and resumed insulin therapy.